Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 304.00 mg/dl, 369.00 mg/dl, 276.00 mg/dl compared to readings of 110.00 mg/dl, 200.00 mg/dl, 171.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 304.00 mg/dl, 369.00 mg/dl, 276.00 mg/dl compared to readings of 110.00 mg/dl, 200.00 mg/dl, 171.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Milled slot into sensor casing to perform smu testing. Sensor stopped scanning. The issue was forwarded to extended for further analysis. Visual inspection was performed on the returned sensor and no issues observed. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was failed to scan. The sensor was de cased and no issues were observed on the pcba. The sensor was then placed in the fr4 fixture, yet it still failed to scan. Functionality testing could not be performed. The sensor stopped scanning after milling thus the sensor may have been damaged during the milling in phase 1. Functionality testing could not be performed. Issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.